Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 107mg/dl. Pt didn't feel well and was vomiting. Pt went to the hosp and pt's blood glucose tested above 500mg/dl. Pt received an IV with insulin and was admitted with hyperglycemia.